Manufacturer narrative:
Concomitant medical products: w1tr02 crtp, implanted (B)(6) 2018; 4968-35 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high thresholds and non capture. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.